Event description:
It was reported that the customer received a button error and stated the insulin pump was exposed to moisture. Customer's blood glucose was 124 mg/dl. Customer then reported the insulin pump stopped working and current blood glucose was 140 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.